Event description:
Or axie mag w/sper and quad nut and 24" 6s pneu insert hr pist. Dealer alleges the customer," stated the quad quick release will not stay in the locked position". The dealer claims the wheels have come off while the child is being loaded onto a bus.